Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the customer experienced several blood glucose (bg) levels displayed as "high"; although specific value was not provided. The customer would "bolus very large amounts of insulin" to resolve the issue. Multiple attempts were made to follow up with the customer regarding the reported issues; however, no response from the customer was received.